Event description:
The user facility alleges that the 22mm ID conical fitting of the mask could not be attached to the resuscitator. Noticed prior to use. After noticed, checked more resuscitator and had more than one.